Manufacturer narrative:
Type of flu was not specified. Type of test taken at doctor was rapid test - no more details on specific brand were provided. Lot numbers of ihealth tests were 242cf10907 and 242cf10920. The manufacturer retested the lot (242cf10621 and 242cf10920) with flua&b positive samples, no false negative for flua&b were detected.

Event description:
Event details: customer is claiming false negative for flu when testing using the ihealth flu a&b/covid-19 3-in-1 rapid test. Customer used 4x tests on (B)(6) 2025 and tested negative using those four tests. Customer then went to the doctor and tested positive for flu.